Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the the device would not secure the cutter, the pawls were damaged causing the cutter to not lock in, locking mechanism was not functioning, handpiece would not turn off/unitended motion and component damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow the directins for use and running the device in the safe or load positon which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device would not lock the drill bit device into place. During an in-house engineering evaluation, it was observed that the device would not secure the cutter, the pawls were damaged causing the cutter to not lock in, locking mechanism was not functioning, handpiece would not turn off/unintended motion and component damage. It was reported that this event was not related to surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly